Event description:
The customer reported that the stitching by the end panel is undone. There was no pt injury reported.

Manufacturer narrative:
Stitching is undone. Eval: eval of the returned product shows there is one foot of broken stitches at the foot end of the pt surface on the mattress envelope.